Manufacturer narrative:
Results: vacuum isolation chamber was replaced. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a leak at the probe of the coulter ac t diff analyzer. Customer reported that there were no patient samples or results affected by the leak. Customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the incident and no exposure or injury was attributed to the leak. Field service engineer (fse) was dispatched and found that the probe was leaking. Fse noticed that the flow of the rinse to the probe wipe was restricted but could not determine the exact cause of the restricted flow. Fse proceeded to replace the diluent input filters and the vacuum isolation chamber. Fse observed that the flow was restored and repairs were then verified per established procedures.